Manufacturer narrative:
(B)(4) date sent: 5/9/2024 d4: batch # 400c87 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45d reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 6 double drivers missing, making the reload non-functional. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review a manufacturing record evaluation was performed for the finished device batch number 400c87, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, opened the packing, did not use it on the patient, noted the pan was deformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.